Event description:
It was reported the patient had her first spinal cord stimulator device removed due to an infection. It was noted that they determined the patient had an infection in the end of (B)(6) 2013 or the beginning of (B)(6) 2013 and the infected device was removed in (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: extension. (B)(4).